Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger h6. Correction: device code a1107 not applicable medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2023 (B)(6) (con): information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their stimulation would shut off without them intervening and the issue began since the implant was installed or they would guess a week ago.  Patient had back pain and noted what was wrong with this 'thing' and patient tried to select group a and they couldn't change the stimulation. Patient stated the stimulation was turned off for 2 consecutive days. Agent redirected patient to their hcp to address the issue. On (B)(6) 2023, additional information was received from the patient reporting that stimulation would shut off on its own, they could not change stimulation and they had back pain was related to their paddle breaking and needing to be replaced (see related event- 705973035). They stated to restart the stimulation function required multiple battery extractions and reinstallations. There was no change in activity that led to the issue. The patient repeatedly asked to arrange for an equipment review. An unexpected error message appeared regularly, patient service asked to request meeting with manufacturer representative (rep). Previously on (B)(6) 2023 it was reported that the patient was having issues charging their implant and the issue began 2 days ago. Patient stated they charged their implant very briefly and then the controller went blank/unresponsive. Patient reset the controller and it worked for maybe a minute. Patient reset the controller again and it worked briefly and patient had about 30% charge and patient noted they would have some really severe pain sometime. Agent walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the battery pack and confirmed controller was 100% and implant was 40%. No damages in the controller charging port, battery pack and battery compartment. Patient inspected the recharger and there were 3 equally spaced cuts or slices on the recharger and the wires were exposed. The issue was not re solved. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their stimulation would shut off without them intervening and the issue began since the implant was installed or they would guess a week ago. Patient had back pain and noted what was wrong with this 'thing' and patient tried to select group a and they couldn't change the stimulation. Patient stated the stimulation was turned off for 2 consecutive days. Agent redirected patient to their hcp to address the issue.